Event description:
A (B)(6) female who underwent placement of transvaginal mesh for treatment of a cystocele. She developed post operative pain and mesh erosion. She also developed urinary incontinence. She also developed an infection with actinomyces in her uterus. She developed uterine prolapse, a recurrent cystocele and a rectocele.